Event description:
It was reported that the patient was seen with high impedance on their third titration visit. The provider suspects that fracture of lead was the cause of the high impedance. X-rays were provided and reviewed. X-rays were reviewed. The x-rays were provided after a report of high impedance. Generator placement was observed to be normal; the generator is placed in the upper left chest with the feedthrough wires intact. The end of the pin cannot be seen past the second connector block, however, not an adequate level. The length of the pin before the first block is much more exposed when compared to a known fully inserted pin. Strain relief bend and loop, along with tie downs could not be accessed due to the quality of the image. The visible portions of the lead were assessed for fracture, discontinuities, and sharp angles; however, none were noted. Based on the x-rays received, the cause of the high impedance is incomplete pin insertion; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. Device history records were reviewed and the lead was seen to pass all functional and quality testing prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.